Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, mobility. The primary stability was questionable due to the soft bone. An implant with a diameter of 4.0 was therefore successfully placed without further preparation.